Event description:
It was reported the facility has deemed the foot control unsafe for use. According to the reporter, the wiring within the foot control is exposed and, subsequent use has resulted in water ingress. No pt or user injuries or complications were reported.

Manufacturer narrative:
The pt's age, gender and weight ware not available.